Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switch episodes due to far p wave oversensing were observed. The device was reprogrammed. The patient has not been symptomatic in any way.